Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 285 mg/dl, 170 mg/dl, and 50 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).